Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was admitted to the hospital due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose level of over 600 mg/dl. Customer also stated that the insulin pump was under delivering insulin and insulin pump was not working. Blood glucose value at the time of incident was 678 mg/dl. Customer was experiencing nausea, vomiting, and abdominal pain and breathing difficulty. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer was using auto mode feature at the time of reported high blood glucose event. Customer treated their high blood glucose with 20 units of insulin via insulin pump. Customer was treated with insulin drip at hospital. Customer contacted to their healthcare professional regarding hyperglycemia. Customer was currently in intensive care unit. Insulin pump will be and reservoir will not be returned for analysis.